Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer malfunctioned due to the missing bearings. A field service engineer replaced the defective half height drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced a failure with drawer 4.1, where the drawer pulled all the way out and could fall off, and the ball bearing plate on the rail came out of the back. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.